Event description:
The manufacturer received information alleging an alarm occurred on a trilogy evo. There was no serious patient harm or injury that occurred or was reported. No medical intervention was specified. The device was not reported to be in clinical use at the time of the allegation. [ the trilogy evo was returned to a third-party service center for evaluation. During the in-process evaluation it was noted that a ventilator inoperative error code related to the machine flow sensor was observed. Evt_mach_flow_drift_high means the machine flow sensor drifted above the specification (greater than 0.2lpm). The device's machine flow sensor needs replaced to address the issue. Additionally, non-reportable error codes were observed during the in-process evaluation. Evt_mcl_foc_shutdown means the motor controller has proceeded to the shutdown state due to an error with the motor and evt_motor_flux_magnitude_runtime means the motor flux measurement is either too high or too low when the motor is in the run state. The device's blower needs replaced to address the issues. Evt_drift_debug means the sensor offset during drift calculation is too high. The device's system board needs replaced to address the issue.